Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
During a replacement procedure performed on (B)(6) 2021, the pacemaker was implanted, in addition to a ventricular lead, and connected to the previously implanted atrial lead. The previous ventricular lead was abandoned in the patient's body. Reportedly, infection was observed on (B)(6) 2021. The pacemaker and the ventricular lead were explanted on (B)(6) 2021 and discarded. Another re-intervention should be scheduled to explant the atrial lead and the previous ventricular lead.